Event description:
It was reported that during a device replacement due to eri, the right ventricular (rv) lead was capped and replaced on (B)(6) 2026 due to chronic high threshold that was monitored. High pacing lead impedance was also noted. The patient is in stable condition.